Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Since the device was not returned for evaluation, an investigative analysis could not be performed.

Event description:
Information provided on (B)(6) 2016 stated that the device was discarded and was not returned for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was suspected. The device was explanted and replaced. The patient's condition was stable.